Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the old implantable pulse generator (ipg) exhibited a telemetry issue with the mobile programmer application during upgrade of ipg system to cardiac resynchronization therapy defibrillator (crt-d) system. The mobile programmer application electrograms (egm) and electrocardiogram (ECG) displayed as dotted lines and it was not possible to select any buttons on the application. The mobile programmer application subsequently resumed telemetry and no further issue was observed. The old right ventricular (rv) lead may have also exhibited loss of capture during routine upgrade of crt-d system. The rv lead and the ipg were successfully explanted and replaced (up graded). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mdt-carelink, product ID 5076-58, serial# (B)(6), explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the old implantable pulse generator (ipg) exhibited a telemetry issue during upgrade of ipg system to cardiac resynchronization therapy defibrillator (crt-d) system. The old right ventricular (rv) lead may have also exhibited loss of capture during routine upgrade of crt-d system. The rv lead and the ipg were successfully explanted and replaced (up graded). No patient complications have been reported as a result of this event.